Event description:
A doctor identified five (5) different lots of maxcem elite clear, which were alleged to have been associated with the debonding of crowns in twenty (20) patients. The debondings occurred approximately one (1) to two (2) weeks after placement with the product; however, the doctor was not definitive as to the number of patients affected with regard to each lot. Twenty (20) reports will be submitted for the alleged serious injuries. This is the sixth of twenty (20) reports.

Manufacturer narrative:
Although the doctor identified five (5) different lots associated with the bond failures, he could not verify which lot was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incidents included lot numbers 3721172, 3654450, 3673631, 3694544, and 4354325. The doctor could not recall patient or incident details; however, the patient's crown was re-cemented, without further incident. The returned products for all five (5) lots of maxcem elite clear were evaluated for adhesive strength, yielding results within specifications.